Event description:
It was reported that the insulin pump was giving the customer too much insulin and not working properly. Customer also stated that they went into ketoacidosis and has had two seizures. Customer stated that the insulin pump asked him to deliver 55 units of insulin. On one instance customer's blood glucose reading was 540 mg/dl and the insulin pump estimated 34 units. Customer took 5 units and the blood glucose readings came down to 402 mg/dl. Caller did not have time to troubleshoot for the high blood glucose readings. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.